Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a scope communication error (e226), and the image quality was poor during maintenance involving an olympus autoclavable camera head. There was no patient involvement.